Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm while the pump was disconnected from the customer during the customer's shower and basal delivery was being pumped. Tandem technical support had the customer perform a system check; however, the cause of the occlusion was unable to be determined. The customer's blood glucose level was not impacted.